Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and failed due to a defective battery; it was noted the battery icon was 0% on testing. It was also noted receiver displayed system check with error code 5. Pictures were taken. Functional tests were not performed due to a defective battery. An internal visual inspection was performed and passed. The receiver log was not downloaded for review due to a defective battery. The allegation was confirmed. The probable cause was determined to be a defective battery. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D9: device availability - additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: adverse event problem - additional.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a receiver reinitialization occurred. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.